Manufacturer narrative:
(B)(4). Product is expected but not yet received. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7f mynxgrip vascular closure device (vcd) was used at the end of the procedure and the patient developed a retroperitoneal bleed post operation. The patient had a lower extremity (sfa) intervention with right femoral artery access. The product is being returned for analysis. The patient did require hospitalization.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device (vcd) was used at the end of the procedure and the patient developed a retroperitoneal bleed post operation. The patient had a lower extremity (sfa) intervention with right femoral artery access. The patient did require hospitalization. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1703304 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed. Given the limited information available for review, a relation between the device and the event could not be determined. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device (vcd) was used at the end of the procedure and the patient developed a retroperitoneal bleed post operation. The patient had a lower extremity (sfa) intervention with right femoral artery access. The patient did require hospitalization. Additional information received indicated that the patient did not receive any anticoagulants, antiplatelets nor any thrombolytics. There were no multiple sheath exchanges. There was no posterior wall puncture. The procedural sheath used was not greater than 7f. Multiple stick attempts were not made before intravascular access was achieved. Prior to the mynx vcd being used, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient's hospitalization was extended as a result of the event by 2 days. The patient was noted to have recovered. The product was discarded, therefore is not available for analysis. Review of lot f1703304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (11/29/2017) additional information received indicated that the patient did not receive any anticoagulants, antiplatelets nor any thrombolytics. There were no multiple sheath exchanges. There was no posterior wall puncture. The procedural sheath used was not greater than 7f. Multiple stick attempts were not made before intravascular access was achieved. Prior to mynx vcd being used, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient's hospitalization was extended as a result of the event, by 2 days. The patient was noted to have recovered. The vcd was thrown away after the procedure.